Manufacturer narrative:
The subject device was not been returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the ccd cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the failure of the endoscopic image occurred while angulation. During the incoming inspection of the subject device for repair at olympus service operation repair center (sorc), it was found that the endoscopic image disappeared while angulation. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.